Event description:
A customer reported a system message displayed during a procedure. Manual injection of the silicone oil was performed. The case was completed without further incident. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and replaced the 57psi and 33psi regulators. The system was then tested and met product specifications. The root cause is unknown at this time. (B)(4).